Event description:
It was reported the programmer keeps rebooting or goes blank for long periods of time. The programmer seems to "long-boot" every time it is turned on for interrogation and between interrogations. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device was stuck in a long boot and three errors were found in the error log, this condition is related to hard drive corruption. It was also noted that the system fan was noisy.